Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading at the time of admission was 723 mg/dl. The customer was wearing the insulin pump at the time of the event but it was removed and she had been treating with manual injections since then. The drive support cap appeared normal. She reported that she refrigerates the insulin and was advised to let it reach room temperature to avoid air bubbles. The time and date were correct and the basal rates and bolus wizard settings were programmed accurately. The bolus wizard displayed all entries based on the customer's recollection. The customer was unable to perform the high pressure test and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.